Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2018 it was reported that the patient had presented to the ER (emergency room) with exposed pump. The patient¿s infusion system was removed today. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgical explant. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status at the time of the report was noted as alive, no injury and no further complications were reported.